Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the v60 was displaying error 100a. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined that the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The adc reading from the measured supply was less than 2413. The biomed then reported that the unit was running for 24 hours without error and the rse provided the customer with a parts ID for a da to motor controller (mc) cable. The customer replaced the da to mc cable to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00351. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the v60 was displaying error 100a (da pcba adc reference failed). The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined that the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The adc reading from the measured supply was less than 2413. The biomed then reported that the unit was running for 24 hours without error and the rse provided the customer with a parts ID for a da to motor controller (mc) cable.